Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 208, 105, hi (greater than 600 mg/dl), and 153 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated she called the doctor prior to the comparison because she was experiencing hypoglycemic symptoms. Reporter indicated the doctor called back after the comparison and another series of back to back testing was performed within 10 minutes yielding glucose results of 155, 392, 96, 101, and 124 mg/dl. No other actions were taken and no treatment was reportedly received. A request was made for the return of the suspect product, and replacement product was sent.